Event description:
It was reported that the pt received a durom acetabular component 58/52 code r in (B)(6) 2009 and underwent a revision surgery on (B)(6) 2012 due to pain and high cobalt levels in the blood.

Manufacturer narrative:
The MFR did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in 11/2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head is cleared in the u.s. And a corrective action for this product was reported to the FDA in 07/2008 as correction z-2415/2426-2008. A clear correlation between the developed metal allergy of the pt and the product cannot be ruled out as it is already known for similar metal in metal (mom) devices from literature. Our investigation has shown that metal ion measurements for the durom systems are comparable to other mom devices in the market. An allergic reaction can be an inherent post-operative side effect as stated in zimmer's IFU (d011500213). This is unfortunately pt dependent and can occur with a low percentage rate with all kind of metal on metal based products. Should additional information become available an amended medical device report will be filed. (B)(4).